Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. Concomitant products included lorazepam from 2014 to 2016 and venlafaxine hydrochloride (effexor) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/ discharge and odor"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal distension, vaginal discharge, vulvovaginal pain, depression, migraine, headache, weight increased and abdominal pain upper had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, chronic, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new event of abdominal pain, chronic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. Concomitant products included lorazepam from 2014 to 2016 and venlafaxine hydrochloride (effexor) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/ discharge and odor"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, back pain, abdominal pain upper, vulvovaginal pain and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain upper, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss: specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, back pain, stomach pain, vaginal pain were added. Outcome of all events from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.